Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the suture ring would not stay stationary while the surgeon attempted to cannulate the pt. An alternate cannula was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.